Manufacturer narrative:
The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported they may have hit descemets membrane when removing the injector and membrane then blocked the lumen of the xen®45 gts as gel stent blockage. Yag and needling procedure has been performed. Event has resolved. The device remains implanted in the unknown eye.